Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (non-functional) was confirmed. As received, the battery was non-functional when placed into a monitor and charger. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The battery underwent a low-voltage state due to excessive discharge, which caused the bq battery chip to reset. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.